Event description:
The customer reported that during lasik surgery, the side cut on the patient's left eye was incomplete. Consequently, the surgeon decided not to lift the flap. Instead, they will allow the patient to heal and perform photorefractive keratectomy on another day. Additionally, the patient was extremely nervous and kept squeezing their eyes throughout the procedure.

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the surgery date. Latest preventive maintenance device meets specifications as per service installation record. Company representative stated the patient was extremely nervous and squeezed eyes throughout surgery. When the surgeon docked and obtained suction two left the meniscus was slightly smaller; however, the patient had a smaller white-to-white ratio/corneal diameter, there wasn't any visible conjunctiva, no whistling to indicate pseudo suction and the flap was placed within the stable meniscus. But, when the flap was getting to the side cut patient started to roll her eye making the conjunctiva loose and slip under the suction ring, this made the meniscus shift creating and incomplete side cut. The surgeon then decided to let the patient heal and do photo refractive keratectomy another day. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows four successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Root cause could be determined as external, patient condition related (patient squeezed eye). The manufacturer internal reference number is: (B)(4).